Event description:
Additional information received confirmed that the patient initially presented with shortness of breath and the right-ventricular (rv) lead exhibited high pacing impedance too with increased capture threshold.

Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead replacement procedure as previously upon interrogation it was noted that the rv lead failed to capture. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The report events of non-capture and high pacing impedance were not confirmed. Only the connector portion of a partial lead was returned in one piece for analysis. Electrical testing did not find any conductor fractures however an internal short was noted between conductor paths due to procedural damage. The impedance test was not performed due to the condition of the lead. Visual and x-ray examinations of the partial lead did not find any anomalies.